Event description:
It was reported on (B) (6) 2008, that upon monitoring the patient's programming data and measurements, it was discovered that the right ear had a hi on channel 12 during the 3 month testing. At that time channel 12 was not deactivated. At the 6 months testing, channel 12 was no longer hi but channel 11 was now hi. Neither channel was deactivated. At 12 month testing channel 11 was hi again and both channels 11 and 12 were deactivated. Information received on (B) (6) 2009, states that now 4 channels have status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.